Event description:
It was reported that device entrapment occurred. A 2.15mm rotablator rotalink plus and a rotawire drive were selected for use. The rotablator was prepared outside the body and platformed at 180,000rpm. During insertion, it was noted that the burr was stuck with the rotawire. There was resistance encountered between the burr and rotawire. The burr and the rotawire were removed together as one unit from the patient. After removing the devices from the patient's body, damage was noted to the rotawire. The procedure was completed with replacement devices. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. A 3cm of the coil and sheath were returned. The remainder of the coil, sheath, and the burr were not returned.the advancer, handshake connections, sheath, and coil were visually and microscopically examined. Inspection of the device found that the sheath and coil were separated at 3cm from the burr housing strain relief and that the remainder of the device was not returned. In order to determine the functionality of the rotablator device, analysis was performed using a test rotawire as the rotawire used in the procedure was not returned. The test rotawire was unable to pass the damage to the separated coil. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that device entrapment occurred. A 2.15mm rotablator rotalink plus and a rotawire drive were selected for use. The rotablator was prepared outside the body and platformed at 180,000rpm. During insertion, it was noted that the burr was stuck with the rotawire. There was resistance encountered between the burr and rotawire. The burr and the rotawire were removed together as one unit from the patient. After removing the devices from the patient's body, damage was noted to the rotawire. The procedure was completed with replacement devices. There were no patient complications, and the patient was stable post procedure.